Event description:
This pt underwent a right hemi-arthroscopy after suffering a fall in the nursing home and fracturing their hip. During the surgical procedure, the pt became hypotensive following the insertion of the bone cement (methly-methacrylate) that responded to medication. When the wound was being closed, the pt became hypotensive, arrested, CPR was performed, and the pt died.